Event description:
Device issue: dislodged stent. Time of device issue: unk. Adverse event: stent might remain in pt. It was reported that the vision stent delivery system was advanced to the mid to proximal left anterior descending artery without resistance. When the balloon was inflated, it was noted that there was no stent on the balloon. This was confirmed with an intra-vascular ultrasound (ivus). The stent could not be located in the coronary under angiography and was not found in the guide catheter or around the pt. The physician did not verify if the stent was on the device prior to use. The protective sheath had been discarded before it could be checked. Another vision stent was used to complete the procedure. There were no adverse pt effects reported. There was no additional info provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.